Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection is listed in the instructions for use xience prime long length (ll) everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified de novo lesion in the right coronary artery (rca). While percutaneous transluminal coronary angioplasty (ptca) was being done on the mid left anterior descending artery with a 2.5 x 48mm xience xpedition and on the mid rca with a 2.75 x 38mm xience prime, an edge dissection was noted with the xience prime stent in the rca. The dissection was treated with a 2.75 x 48mm xience xpedition stent. There was no adverse patient sequela reported. No additional information was provided.